Event description:
At 9:20am the customer tested blood glucose level and rec'd a result of 262mg/dl and dosed 25 units of humalog based on the result. At 4pm a result of 223mg/dl was rec'd and dosed 25 units based on result. The customer got home and felt tired and informed family member they were taking a nap. Family member tried to wake pt at 7:30pm, they were acting funny. Family member tried to give pt juice but was unable. Family member performed two tests and rec'd results of 238mg/dl and 296mg/dl at 7:30pm. Pt taken to the hosp and they tested blood glucose and rec'd a result of 40mg/dl, the customer device read 249mg/dl. They were given an IV. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.